Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected four time ins the same day. A ten minutes reset was done. The customer's blood glucose was 225 mg/dl the morning of the incident and their sensor glucose was 90 mg/dl at the time of the phone call. Glucose meter and sensor connection were not done. The customer was not at home, and stated that they will call back for help to connect both.